Event description:
It has been reported to philips that the system bootup failed .the flexvision pc had startup problem. The system was not in clinical use at the time of the event. No harm has been reported to philips. The fse reloaded the software of the flexvision pc and the system was returned to use in good working order. Philips has continue to investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the issue with the flex pc cmos battery. Review of the log file showed that the flexvision pc was malfunctioning resulted in the system not being able to complete the startup sequence. After replacement of the battery and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.